Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post-implant this right atrial (ra) lead exhibited decreased p-wave amplitudes with undersensing, oversensing of r-waves, increased impedance measurements and increased threshold measurements. A chest x-ray confirmed lead dislodgement. Due to the patient's poor health a lead revision could not be performed. It was noted the patient had undergone an aortic valve replacement (avr) procedure shortly before the pacemaker was implanted and there were surgical complications with the valve replacement. The lead was programmed off and remained implanted. Two days later, the patient passed away. It was believed the death was not related to the device implant. The patient had undergone an avr procedure where complications had occurred.